Event description:
A report was received that the patient was experiencing pocket pain. It was noted that the battery was located in a weird angle when the patient sits down. The patient underwent a revision procedure wherein the ipg was relocated.